Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to test excessive no delivery alarm due to motor error alarm. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that they received a no delivery alarm. The customer's mother also reported that they received a motor error alarm during rewind. The customer's blood glucose was 119 mg/dl at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.